Manufacturer narrative:
(B)(4). Method: the complaint mr290 chambers were not returned to fisher & paykel healthcare in ne(B)(4) for evaluation. Photographs and a video of one of the complaint chambers were provided. The second chamber had been destroyed by the hospital due to the patient being infectious. Results: inspection of the video revealed that the chamber was leaking water near its base. Inspection of the provided photographs showed that the chamber dome was cracked at the bracket, stretching along the base. Conclusion: the customer had informed us that the chambers were used for four and five days respectively before they became cracked. While we are unable to conclusively determine the cause of the damage, previous investigations into this type of failure have shown that cracking after a prolonged period of use is most likely caused by the chamber coming into contact with a solution containing alcohol which has resulted in environmental stress cracking of the chamber dome. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. The subject mr290v chamber would have met the required specification at the time of production. The user instructions that accompany the mr290v vented autofeed humidification chamber state the following: do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. Use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilation pressure. Set appropriate ventilator alarm. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.

Event description:
A distributor in (B)(6) reported that two mr290v humidification chambers were leaking and were cracked near the base of the dome. No patient consequence was reported.